Event description:
It was reported that a patient who had six valves put in about nine months ago underwent a second procedure where a couple were replaced and installed another one. The patient stated that it has not worked. The physician is now looking at trying them in the other lung. The patient is going in for another scan to see if the other lung is a good place to try again. There are no reports of further harm.

Manufacturer narrative:
Since the device is unknown, olympus selected svs-v7-00 as the representative device. The report stated a couple device were replaced hence, 2 reports have been submitted for this event. This report is related to patient identifier (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.